Event description:
Patient undergoing thoracoscopic procedure for lung biopsy. After third fire of stapler, surgeon unable to open jaws of stapler that was holding the lung. One more incision was made for second stapler and additional lung tissue was stapled off under the first staple line to remove specimen from stapler jaws.